Event description:
The recipient reportedly experienced recurrent inflammation in the ear. The recipient's device was explanted. The recipient was not reimplanted at this time. The recipient is doing well.

Manufacturer narrative:
Advanced bionics considers the into this reportable event as closed. This is the final report.

Event description:
The recipient reportedly experienced recurrent infections around the implant site. The recipient presented with recurrent inflammation in the ear. The recipient was prescribed IV antibiotics, however, the issue did not resolve. The recipient underwent drainage and presented with liquid and contamination. The recipient's device was explanted. The recipient was not reimplanted at this time. The recipient is doing well.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed near the fantail and array prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons.

Manufacturer narrative:
Advanced bionics considers the into this reportable event as closed. Explant surgery reportedly solved the recipient's medical issue. The recipient was reimplanted with another advanced bionics cochlear device. This is the final report.